Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 293 mg/dl and 133 mg/dl. The customer also mentioned other blood glucose values such as 183 mg/dl, 76 mg/dl, 267 mg/dl, 189 mg/dl, 145 mg/dl and 198 mg/dl on (B)(6) 2022 and 198 mg/dl, 261 mg/dl, 195 mg/dl and 115 mg/dl on (B)(6) 2022. 241 mg/dl, 469 mg/dl, 278 mg/dl and 303 mg/dl on (B)(6) 2022 and 387 mg/dl, 395 mg/dl, 59 mg/dl and 340 mg/dl on (B)(6) 2022. The customer experienced symptoms like nausea due to high blood glucose. The customer treated high blood glucose with insulin pen/manual injection. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.